Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex coronary artery. On removal of a hi-torque balance middle weight universal guide wire without force, unspecified resistance was met and the tip of the guide wire separated. The guide wire tip was contained within the unspecified guiding catheter and was therefore simply manually removed with the guiding catheter as a single unit. There was no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.